Event description:
It was reported the customer had a blank display after replacing their battery. The customer's blood glucose was unknown at the time of the call. The customer's mother will be calling back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.